Manufacturer narrative:
Additional narrative: additional (B)(4). Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020 it was identified that the inner part with the screw of the steril-tube got stuck in the outer part. There was no surgical delay. Procedure was not completed successfully. No patient consequences reported. This report is for one (1) 3.5mm ti stardrive cortex screw self-tapping 30mm. This is report 4 of 7 for (B)(4). This complaint is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the cortex screw was received with the reported condition that the inner tube did not disengage from outer tube. The inspection performed at cq zuchwil confirmed that after unscrewing the outer cap the entire inner tube (cap with holder and screw) is retained within the outer tube, preventing the screw from being removed and used. No further damage is visible. The complaint condition is confirmed as the inner tube is retained within the outer tube during disassembly preventing the screw from being removed and used. This production lot 6l42376 was manufactured in november 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action (CAPA) and part of the field safety notice fsn. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within CAPA and hence the in the investigation flow listed remaining investigation steps are not required. Device history lot part: 04.200.030ts, lot: 6l42376, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18.nov.2019, expiry date: 01.nov.2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.